Event description:
The case was reported by a consumer (pt's mother) and described the occurrence of choking in a female pt who used gsk toothbrush (aquafresh toothbrush) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started to use aquafresh toothbrush (dental). At an unk time later, the pt choked on the toothbrush bristle that she nearly swallowed. It was reported that the pt had hardly used the toothbrush when the event occurred. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. This case is associated with a product complaint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. The MFR's report number for this case is 9615008-2014-00001. Aquafresh toothbrush is MFR in (B)(4) and neither the product nor lot number for this product are available. (B)(4).